Manufacturer narrative:
The remote service engineer (rse) advised that a copy of the logs is no longer available. Based on the information available and the testing conducted, the device was functioning as intended. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported the central station did not generate an audible alarm for a tachycardia episode. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A remote service engineer (rse) reviewed the logs and found that starting around 1918, the patient developed runs of ventricular tachycardia and pvcs with yellow alarms, some episodes resolving on their own. The first yellow heart rate alarm occurred at 1948 and was acknowledged at the central station at 1950. Other pvc and high heart rate alarms were generated as well. At approximately 2000, an alarm was not generated for tachycardia. Several alarms then occurred, starting at 2034, which were acknowledged at the central station or monitor. An ECG electrode contact error was generated prior to the next red tachycardia alarm, which was acknowledged from the patient room. Additional tachycardia alarms were acknowledged from the room. The patient was attended to related to the ECG electrode issue, but it was indicated there was no impact to the patient related to the alleged missing tachycardia alarm. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).